Event description:
It was reported, a pt was stating symptoms of back pain and hypertension post angio-seal deployment, a retroperitoneal bleed was observed and a blood transfusion was performed requiring three units of blood. The pt was given prescribed medications to reverse the effects of anticoagulation and was later discharged from the hospital on (B) (6) 2009. The pt was reported to be taking the following prescribed medications: (dose unk) heparin, integrilin, asa, plavix, metoprolol, enalapril, and vytorin. The pt has a medical history of acute nstemi and coronary artery disease.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.